Event description:
The icp33 monitor adapter cable had no resistance (39.2k ohms). It was unknown if the device was in contact with a patient or if there was any patient injury. Additional information has been requested.

Manufacturer narrative:
Additional info received on 11/8/2016: the incident took place on (B)(6) 2016 and was discovered upon inspection at the distributor site. There was no patient involvement or injury. Integra has completed their internal investigation on 23 nov 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the reported incident was not verified and could not be duplicated. The DHR review has been deemed satisfactory. Date of manufacture: sep-2014. The reviewed coc verifies that the quantity of 20 x icp33 cable, lot number 1142000, sales order (B)(4), purchase order (B)(4) was manufactured correctly in accordance with company¿s procedures and standards. No recorded anomalies have been identified that could be associated to the complaint incident. A minimum of 12-month review of icp monitor adaptor cable customer complaints was completed in trackwise using the following key words ¿out of specifications¿ and a root cause ¿could not duplicate¿ in search criteria. (B)(4). Conclusion: no manufacturing process review is deemed necessary as the root cause of the complaint incident was not determined due to no fault found. Further incidents of this nature will be monitored for recurrence and trending purposes.